Manufacturer narrative:
The customer reported complaint for the autopulse platform (sn (B)(4)) displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed through functional testing and archive data review. The root cause is due to the corroded drive train motor at the break housing area. Upon visual inspection no physical damages were observed. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data was reviewed and contained error message user advisory (ua) 16 on customer reported date. The cause for this error is due to the rusted/corroded drive train motor at the break housing area. After removing the corrosion at the break housing area, the device performed without any fault or error during functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when autopulse platform (sn (B)(4)) used on a (B)(6) year old female patient who was seizing on arrival, the autopulse platform displayed ua 16 (the autopulse did not achieve the target depth for take-up within the specified time) during active operation. Crew had to switch to manual CPR. However, rosc was not achieved and the patient was pronounced dead at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, during active operation the autopulse platform (sn: (B)(4)) displayed error code ua 16 (the autopulse did not achieve the target depth for take-up within the specified time). The device was used on (B)(6) year old female patient weighed (B)(6) lbs. The patient has been given manual CPR. However, rosc was not achieved and the patient was pronounced dead at the hospital.